Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of above (600 mg/dl) with moderate ketones present. The customer took a bolus to stabilize bg level. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. It was indicated that the contact will reach out to the health care provider to discuss factors that may affect bg level.